Event description:
Allegedly the patient was revised due to mom complications (right).

Manufacturer narrative:
Investigation is not complete. Supplemental report will be filed once investigation is complete. Trends will be evaluated.